Event description:
It was reported that during a left rotating hinge knee removal surgery, the knee hinge driver stripped when the surgeon attempted to remove the hinge post and the tip of the driver fractured. There was no surgical delay or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Visual examination of the returned product identified signs of use (surface scratches) and the tip is fractured. Not all pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.